Manufacturer narrative:
Additional information: h6, h11. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any abnormalities that could have contributed to the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex set, a blood leakage was observed "at the sampling or collection site on the patient return, post filter". It was further reported the nurse made a dressing at the collection site to avoid losing the patient's blood. The volume of blood loss was not specified. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.